Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("rnigrated into her uterus"), pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), cyst ("cysts"), endometriosis ("endometriosis") and complication of device insertion ("one essure inserted"). The patient was treated with surgery (on (B)(6) 2013, underwent hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, cyst, endometriosis and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, cyst, device expulsion, dyspareunia, endometriosis, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: hsg test not performed since there was only one coil implanted. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('rnigrated into her uterus, failure occlude (close) fallopian tube(s),') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did no undergo essure confirmation test". The patient's medical history included upper back pain, migraine, nausea, appendix disorder nos and cyst. Hsg test not performed since there was only one coil implanted. Concurrent conditions included seasonal allergy, asthma and gerd. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2012 to (B)(6) 2012, omeprazole magnesium (prilosec) since 2012, ondansetron hydrochloride (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced affective disorder ("hormonal changes describe: mood"), female sexual dysfunction ("apareunia (inability to have, sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pains, pain,"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dyschezia ("gastrointestinal or digestive system condition type: painful bowel movements."). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), cyst ("cysts"), endometriosis ("endometriosis"), complication of device insertion ("one essure inserted, couldn't get the coil in to my left tube"), back pain ("lower back pain"), pain in extremity ("legs pain") and arthralgia ("knee pain"). The patient was treated with surgery (ablation 13/05/2013 and on (B)(6) 2013, underwent hysterectomy, hysterectomy (partial),). At the time of the report, the device expulsion, genital haemorrhage, abdominal pain lower, dyspareunia, cyst, endometriosis, complication of device insertion, affective disorder, female sexual dysfunction, dysmenorrhoea, fatigue, dyschezia, back pain, pain in extremity and arthralgia outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain lower, affective disorder, arthralgia, back pain, complication of device insertion, cyst, device expulsion, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, pain in extremity and pelvic pain to be related to essure. The reporter commented: as per discrepancy note date of insertion: (B)(6) 2012,(B)(6) 2012. And date of removal: (B)(6) 2013, (B)(6) 2013. As per follow up discrepancy note of device on (B)(6) 2014 I found out there were still 2 coils remaining in my body. Removal details :-the pathologist was notified about the essurecoils, that are present within the uterus and they will make note of these when doing their suctioning of the uterus. Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain, cramping, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received reporter information was added. New event added mood, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, painful bowel movements, lower back pain, legs pain, knee pain, device monitoring procedure not performed. Severity added, lower back pain, legs pain, knee pain, pelvic pain. Outcome added pelvic pain. Medical history, concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('rnigrated into her uterus/ failure to occlude (close) fallopian tube(s),') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did no undergo essure confirmation test". The patient's medical history included upper back pain, migraine, nausea, appendix disorder and cyst. Hsg test not performed since there was only one coil implanted. Concurrent conditions included seasonal allergy, asthma and gerd. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2012 to (B)(6) 2012, omeprazole magnesium (prilosec) since 2012, ondansetron hydrochloride (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood altered ("hormonal changes describe: mood"), female sexual dysfunction ("apareunia (inability to have, sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pains/pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dyschezia ("gastrointestinal or digestive system condition type: painful bowel movements."). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), cyst ("cysts"), endometriosis ("endometriosis"), complication of device insertion ("one essure inserted, couldn't get the coil in to my left tube"), back pain ("lower back pain"), pain in extremity ("legs pain"), arthralgia ("knee pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation (B)(6) 2013 and on (B)(6) 2013, underwent hysterectomy, hysterectomy (full),). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain lower, dyspareunia, cyst, endometriosis, complication of device insertion, mood altered, female sexual dysfunction, dysmenorrhoea, fatigue, dyschezia, back pain, pain in extremity, arthralgia and abdominal pain outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, complication of device insertion, cyst, device expulsion, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, mood altered, pain in extremity and pelvic pain to be related to essure. The reporter commented: as per discrepancy note date of insertion: (B)(6) 2012, (B)(6) 2012 and date of removal: (B)(6) 2013, 1(B)(6) 2013. As per follow up discrepancy note of device on (B)(6) 2014 I found out there were still 2 coils remaining in my body. Removal details :-the pathologist was notified about the essure coils, that are present within the uterus and they will make note of these when doing their suctioning of the uterus. Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain, cramping, endometriosis. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New event "abdominal pain" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.